Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged and exhibited noise. The lead was caped and replaced on (B)(6) 2016. The patient experienced no adverse consequences and was discharged from the hospital..